Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: during the laparoscopic cholecystectomy operation, the surgical piece was placed in an endobag that closed with difficulty. At the end of the operation it was not possible to extract the endobag as a part about 7 cm long of the metal branch remained adhered to the bag remaining in the patient's abdomen. The trocars were reintroduced, the pneumoperitoneum and the bag, the metal branch and the "piece" were extracted. Additional information received by email from applied medical representative on 27jan2022: the event unit isn't available to return. Tha patient is fine. He didn't have any problems either during the surgery or the post hospital stay. Procedure: laparoscopic cholecystectomy. Patient status: patient is fine. Type of intervention: no information.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: during the laparoscopic cholecystectomy operation, the surgical piece was placed in an endobag that closed with difficulty. At the end of the operation it was not possible to extract the endobag as a part about 7 cm long of the metal branch remained adhered to the bag remaining in the patient's abdomen. The trocars were reintroduced, the pneumoperitoneum and the bag, the metal branch and the "piece" were extracted. Additional information received by email from applied medical representative on 27jan22: the event unit isn't avaible to return. Tha patient is fine. He didn't have any peoblems either during the surgery or the post hospital stay. Procedure: laparoscopic. Cholecystectomy. Additional information received from applied medical representative via email on 22-feb-2022: the actuator handle was difficult to retract during specimen retrieval. The metal supports separated from the introducer and one (1) remained inside the bag. Patient status: patient is fine type of intervention: no information.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.